Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. A device history record review for model 20159e lot number 22039080 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had a large air bubble in the tubing. Additionally, the line was difficult to prime due to blockage, accumulating blood in the tubing. The following information was provided by the initial reporter: "a large air bubble stays in the tubing.  Also to prime it you need to push extremely hard on the blue valve inside the tubing and disconnect and reconnect to the other side to fully fill the tubing, this increases contamination potential. The second issue is it accumulates blood in the tubing and cause a long blood clot.  I do not feel comfortable flushing the tubing with the blood inside."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had a large air bubble in the tubing. Additionally, the line was difficult to prime due to blockage, accumulating blood in the tubing. The following information was provided by the initial reporter: "a large air bubble stays in the tubing.  Also to prime it you need to push extremely hard on the blue valve inside the tubing and disconnect and reconnect to the other side to fully fill the tubing, this increases contamination potential. The second issue is it accumulates blood in the tubing and cause a long blood clot.  I do not feel comfortable flushing the tubing with the blood inside."